Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (horrible, sharp, severe/persistent pain)"), device breakage ("show pieces of the coils still show pieces of the coils still/ pieces of the coils still in my pelvic region"), device dislocation ("show pieces of the coils still show pieces of the coils still/ pieces of the coils still in my pelvic region") and sjogren's syndrome ("autoimmune disorder markers ana (antinuclear antibody ) and jorgensen") in an adult patient who had essure (batch no. 12265591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, vaginal delivery in 1995, vaginal delivery in 1998 and vaginal delivery in 2001. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: birth control from 1995 to 2005 and penicillins. Past adverse reactions to the above products included shock with penicillins. Concurrent conditions included constipation. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("severe abdominal pain (aching /persistent pain and swelling/bloating)swelling in my abdomen/bloating in my abdomen/severe swelling in lower abdomen"), gastrointestinal disorder ("bowel problems"), migraine ("migraines/migraines"), feeling abnormal ("feeling of brain fog/feeling of brain fog"), amnesia ("loss of memory/loss of memory"), mood swings ("mood swings/mood swings"), fatigue ("feeling tired all the time/feeling tired all the time"), insomnia ("insomnia/insomnia"), depression ("depression/depression"), dizziness ("light headness/light headedness"), pruritus ("dry itching skin/dry itching skin"), alopecia ("hair loss/hair loss"), acne ("acne/acne"), anxiety ("anxiety/anxiety"), vision blurred ("blurred and worsening vision/blurred and worsening vision"), vitamin d deficiency ("lack of vitamin d/lack of vitamin d"), back pain ("lower back(persistent pain and stiffness)") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("continued severe pelvic and abdominal pain"), menopausal symptoms ("menopausal symptoms"), hormone level abnormal ("hormonal change"), vulvovaginal dryness ("vaginal dryness"), dyspareunia ("painful sexual relations"), weight increased ("severe weight gain") and the second episode of abdominal distension ("severe swelling in lower abdomen"). The patient was treated with alprazolam, tramadol, trazodone, nortriptyline, oxycocet (percocet), surgery ((B)(6) 2013, partial hysterectomy, (B)(6) 2014, complete hysterectomy with salphingectomy), surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, device dislocation, sjogren's syndrome, abdominal pain, menopausal symptoms, hormone level abnormal, vulvovaginal dryness, dyspareunia, gastrointestinal disorder, migraine, feeling abnormal, amnesia, mood swings, fatigue, insomnia, depression, dizziness, pruritus, alopecia, acne, anxiety, vision blurred, vitamin d deficiency, back pain, weight increased and the last episode of abdominal distension outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, amnesia, anxiety, back pain, depression, device breakage, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hormone level abnormal, insomnia, menopausal symptoms, migraine, mood swings, pelvic pain, pruritus, sjogren's syndrome, vision blurred, vitamin d deficiency, vulvovaginal dryness, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: because of the damage from essure I had to undergo 2 surgeries for removal, a salpingectomy with removal of right ovary on (B)(6) 2013 & a hysterectomy on (B)(6) 2014. Right fallopian tube: 4-5 coils, left: 2-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. X-ray - on an unknown date: pieces of the coils still in pelvic region on (B)(6) 2013, pathology test revealed diignosis for ovary, right, and bilateral fallopian tubes, right oophorectomy and bilateral salpingectomy: ovarian parenchyma with hemorrhagic corpus luteum and several small functional cysts bilateral fallopian tubes with small benign paratubal cysts. Specimen: a fallopian tube(s) - ovary, bil tubes, rt oophorectomy/bll salpingectomy (88305) clinical information: pelvic pain. Gross description: fresh, labeled with the patient's name, medical record number, and "right tube and ovary & left tube" are two pieces of tissue. The first is a fallopian tube which measured 6.5 cm in length by 0.7 cm in diameter, and which bears the fimbrial end. A possible 0.2 cm object is noted adjacent to and in the proximal 1/3 of the left fallopian tube. This is placed in a separate plastic container labeled with the patient's name and number. The remainder of the tissue was submitted in toto in one cassette.#1 the second piece of tissue consists of a fallopian tube which measured 6.5 cm in length by 0.5 cm in diameter and which bears the fimbrial end. The adjacent ovary measured 5.5 x 3 x 2 cm. The external aspect of the ovary is smooth and possible cysts are noted. The cut surface of the ovary was remarkable for multiple cysts, up to 0.5 cm in diameter and also remarkable for multiple corporam lutea. A possible coil is present within the fimbria of the tube. This is placed in a separate plastic container, labeled with the patient's name and number. Multiple representative samples of the ovary are submitted in cassette #2, and the entire right fallopian tube in cassette #3. Microscopic description: microscopically examined. On (B)(6) 2014, pathology test revealed final diagnosis for uterus, vaginal hysterectomy was cervix: no significant abnormality endometrium. Early secretory endometrium. No hyperplasia or carcinoma identified myometrium. No significant abnormality. Specimen: uterus - lavh concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and medical records received. New reporters added. New events swelling abdomen, shown pieces of the coils still in my pelvic region and weight increased were added. Patient's medical history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (horrible, sharp, severe/persistent pain)"), device breakage ("show pieces of the coils still show pieces of the coils still/ pieces of the coils still in my pelvic region"), device dislocation ("show pieces of the coils still show pieces of the coils still/ pieces of the coils still in my pelvic region") and sjogren's syndrome ("autoimmune disorder markers ana (antinuclear antibody ) and jorgensen") in an adult patient who had essure (batch no. 12265591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, vaginal delivery in 1995, vaginal delivery in 1998 and vaginal delivery in 2001. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: birth control from 1995 to 2005 and penicillins. Past adverse reactions to the above products included shock with penicillins. Concurrent conditions included constipation. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("severe abdominal pain (aching /persistent pain and swelling/bloating)swelling in my abdomen/bloating in my abdomen/severe swelling in lower abdomen"), gastrointestinal disorder ("bowel problems"), migraine ("migraines/migraines"), feeling abnormal ("feeling of brain fog/feeling of brain fog"), amnesia ("loss of memory/loss of memory"), mood swings ("mood swings/mood swings"), fatigue ("feeling tired all the time/feeling tired all the time"), insomnia ("insomnia/insomnia"), depression ("depression/depression"), dizziness ("light headness/light headedness"), pruritus ("dry itching skin/dry itching skin"), alopecia ("hair loss/hair loss"), acne ("acne/acne"), anxiety ("anxiety/anxiety"), vision blurred ("blurred and worsening vision/blurred and worsening vision"), vitamin d deficiency ("lack of vitamin d/lack of vitamin d"), back pain ("lower back(persistent pain and stiffness)") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("continued severe pelvic and abdominal pain"), menopausal symptoms ("menopausal symptoms"), hormone level abnormal ("hormonal change"), vulvovaginal dryness ("vaginal dryness"), dyspareunia ("painful sexual relations"), weight increased ("severe weight gain") and the second episode of abdominal distension ("severe swelling in lower abdomen"). The patient was treated with alprazolam, tramadol, trazodone, nortriptyline, oxycocet (percocet), surgery ((B)(6) 2013, partial hysterectomy, (B)(6) 2014, complete hysterectomy with salphingectomy), surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, device dislocation, sjogren's syndrome, abdominal pain, menopausal symptoms, hormone level abnormal, vulvovaginal dryness, dyspareunia, gastrointestinal disorder, migraine, feeling abnormal, amnesia, mood swings, fatigue, insomnia, depression, dizziness, pruritus, alopecia, acne, anxiety, vision blurred, vitamin d deficiency, back pain, weight increased and the last episode of abdominal distension outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, amnesia, anxiety, back pain, depression, device breakage, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hormone level abnormal, insomnia, menopausal symptoms, migraine, mood swings, pelvic pain, pruritus, sjogren's syndrome, vision blurred, vitamin d deficiency, vulvovaginal dryness, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: because of the damage from essure I had to undergo 2 surgeries for removal, a salpingectomy with removal of right ovary on (B)(6) 2013 & a hysterectomy on (B)(6) 2014. Right fallopian tube: 4-5 coils, left: 2-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. X-ray - on an unknown date: pieces of the coils still in pelvic region on (B)(6) 2013, pathology test revealed diagnosis for ovary, right, and bilateral fallopian tubes, right oophorectomy and bilateral salpingectomy: ovarian parenchyma with hemorrhagic corpus luteum and several small functional cysts bilateral fallopian tubes with small benign paratubal cysts. Specimen: a fallopian tube(s) - ovary, bil tubes, rt oophorectomy/bll salpingectomy (88305) clinical information: pelvic pain. Gross description: fresh, labeled with the patient's name, medical record number, and "right tube and ovary & left tube" are two pieces of tissue. The first is a fallopian tube which measured 6.5 cm in length by 0.7 cm in diameter, and which bears the fimbrial end. A possible 0.2 cm object is noted adjacent to and in the proximal 1/3 of the left fallopian tube. This is placed in a separate plastic container labeled with the patient's name and number. The remainder of the tissue was submitted in toto in one cassette.#1 the second piece of tissue consists of a fallopian tube which measured 6.5 cm in length by 0.5 cm in diameter and which bears the fimbrial end. The adjacent ovary measured 5.5 x 3 x 2 cm. The external aspect of the ovary is smooth and possible cysts are noted. The cut surface of the ovary was remarkable for multiple cysts, up to 0.5 cm in diameter and also remarkable for multiple corporam lutea. A possible coil is present within the fimbria of the tube. This is placed in a separate plastic container, labeled with the patient's name and number. Multiple representative samples of the ovary are submitted in cassette #2, and the entire right fallopian tube in cassette #3. Microscopic description: microscopically examined. On (B)(6) 2014, pathology test revealed final diagnosis for uterus, vaginal hysterectomy was cervix: no significant abnormality endometrium. Early secretory endometrium. No hyperplasia or carcinoma identified myometrium. No significant abnormality. Specimen: uterus - lavh. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (horrible, sharp, severe/persistent pain)"), sjogren's syndrome ("autoimmune disorder markers ana (antinuclear antibody ) and jorgensen") and device breakage ("show pieces of the coils still show pieces of the coils still") in a patient who had essure (batch no. 12265591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, vaginal delivery in 1995, vaginal delivery in 1998 and vaginal delivery in 2001. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: birth control from 1995 to 2005 and penicillins. Past adverse reactions to the above products included shock with penicillins. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe abdominal pain (aching /persistent pain and swelling/bloating)swelling in my abdomen/bloating in my abdomen/severe swelling in lower abdomen"), back pain ("lower back(persistent pain and stiffness)") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced sjogren's syndrome (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("continued severe pelvic and abdominal pain"), menopausal symptoms ("menopausal symptoms"), hormone level abnormal ("hormonal change"), vulvovaginal dryness ("vaginal dryness"), dyspareunia ("painful sexual relations"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), feeling abnormal ("feeling of brain fog"), amnesia ("loss of memory"), mood swings ("mood swings"), fatigue ("feeling tired all the time"), insomnia ("insomnia"), depression ("depression"), dizziness ("light headiness"), pruritus ("dry itching skin"), alopecia ("hair loss"), acne ("acne"), anxiety ("anxiety"), vision blurred ("blurred and worsening vision") and vitamin d deficiency ("lack of vitamin d"). The patient was treated with alprazolam, tramadol, trazodone, nortriptyline, oxycocet (percocet), surgery (partial hysterectomy, right salpingectomy and left salpingectomy was done) and surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, sjogren's syndrome, device breakage, abdominal distension, abdominal pain, menopausal symptoms, hormone level abnormal, vulvovaginal dryness, dyspareunia, gastrointestinal disorder, migraine, feeling abnormal, amnesia, mood swings, fatigue, insomnia, depression, dizziness, pruritus, alopecia, acne, anxiety, vitamin d deficiency and back pain outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, alopecia, amnesia, anxiety, back pain, depression, device breakage, dizziness, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hormone level abnormal, insomnia, menopausal symptoms, migraine, mood swings, pelvic pain, pruritus, sjogren's syndrome, vision blurred, vitamin d deficiency and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. On (B)(6) 2013, pathology test revealed diignosis for ovary, right, and bilateral fallopian tubes, right oophorectomy and bilateral salpingectomy: ovarian parenchyma with hemorrhagic corpus luteum and several small functional cysts bilateral fallopian tubes with small benign paratubal cysts. Specimen: a fallopian tube(s) - ovary, bil tubes, rt oophorectomy/bll salpingectomy (88305) clinical information: pelvic pain. Gross description: fresh, labeled with the patient's name, medical record number, and "right tube and ovary & left tube" are two pieces of tissue. The first is a fallopian tube which measured 6.5 cm in length by 0.7 cm in diameter, and which bears the fimbrial end. A possible 0.2 cm object is noted adjacent to and in the proximal 1/3 of the left fallopian tube. This is placed in a separate plastic container labeled with the patient's name and number. The remainder of the tissue was submitted in toto in one cassette.#1 the second piece of tissue consists of a fallopian tube which measured 6.5 cm in length by 0.5 cm in diameter and which bears the fimbrial end. The adjacent ovary measured 5.5 x 3 x 2 cm. The external aspect of the ovary is smooth and possible cysts are noted. The cut surface of the ovary was remarkable for multiple cysts, up to 0.5 cm in diameter and also remarkable for multiple corporam lutea. A possible coil is present within the fimbria of the tube. This is placed in a separate plastic container, labeled with the patient's name and number. Multiple representative samples of the ovary are submitted in cassette #2, and the entire right fallopian tube in cassette #3. Microscopic description: microscopically examined. On (B)(6) 2014, pathology test revealed final diagnosis for uterus, vaginal hysterectomy was cervix: no significant abnormality endometrium. Early secretory endometrium. No hyperplasia or carcinoma identified myometrium. No significant abnormality. Specimen: uterus - lavh. Clinical information: pelvic pain/dysmenorrhea. Gross description: received in formalin is a uterus measuring 9.5 x 6.3 x 4.2 cm and weighing 124 grams. The uterine serosa is smooth with the exception of a small nodule located on the right superior serosa. The cervix showed an irregular slit-shaped os. The uterus is bisected and reveals an open endocervical canal lined by longitudinally furrowed tan-brown mucosa. The endometrium is mildly hemorrhagic and measures up to 0.3 cm in thickness. A large amount of degenerated hemorrhagic material is identified within the endometrial cavity. Sectioning through the 5 cm thick myometrium reveals no evidence of masses or nodules. Representative sections in four as follows: a 1-anterior/posterior cervix. A2 - anterior endometrium/myometrium/serosa. A3 - posterior endometrium/myometrium/serosa. A4 - serosa. Anatomic pathology consultation: surgical pathology. Procedure performed: r- salpingectomy, lsalpingectomy. Clinical diagnosis: pelvic pain. Tissue/fluid/device removed: specimen-right tube ovary, left fallopian tube intraop dx-pt wants essure coils. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.